Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to the forceps elevator wires having been damaged. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive part of the lighting lens had peeled off, causing a gap to develop. This report is being submitted to capture the peeling adhesive.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the adhesive on the lighting lens was found peeling and forming a gap. Additionally, the user¿s report of damaged wires was confirmed as the dark blue wire had been completely cut off. The angle knob mobility was found out of specification. The serpentine tube had been insufficiently cleaned, causing removal to be difficult. The distal end adhesive was found cracked. Dirt was present on the operation part. Scratches were present on the tip body, the insertion part of the serpentine tube, the switch box, the control knobs, the forceps stopper, and the universal cord. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely caused by stress, external factors, and/or handling. Olympus will continue to monitor field performance for this device.